Event description:
It was reported by the rep that the (1) pro46 was used during a bilateral salpingo-oophorectomy procedure. It was reported that the surgeon was "bagging" the ovary. He pulled the handle out, removed the string, and the screw fell out into the body cavity. The surgeon removed the screw with no consequence to the pt. It is unknown how the case was completed. The rep will send more info at a later date.